Manufacturer narrative:
(B)(4). A product development investigation was performed for the subject device (11mm/130 deg ti cann tfna 400mm/right - sterile, part number 04.037.160s, lot number 7956190). The subject device was received and visually examined. The locking mechanism was in the semi-locked position in the nail when received. The posterior side of the oblique hole in the nail appears to have been drilled creating a sharp edge on the bump feature and machined the hole surface. The prong of the locking mechanism is deformed and appears to have taken the shape of being trapped between the shaft of the head element and the oblique hole in the nail. The distal slot exhibits wear or score mark where contact was made with a drill or locking screw. The outer surface of the nail adjacent to the most distal locking screw hole shows evidence that a drill or screw scraped the side of the nail into the fluted area. The overall complaint condition is confirmed as the locking mechanism on the received nail shows a deformed prong. It was noted by the product development engineer that it appears that the prong may have not been in the fully axially locked position and at some point been trapped between the shaft of the helical blade and the oblique hole. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The sterility documentation was also reviewed and determined to be conforming. Since x-ray images were not provided for review by the manufacturer, it is unclear from the complaint description as to how far the blade had backed out. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that a patient underwent a revision procedure on (B)(6) 2016 due to postoperative movement of a helical blade. The patient was originally implanted with a trochanteric fixation nail antirotation (tfna) system on (B)(6) 2015. On an unknown date post-operatively, the helical blade backed out of the tfna construct. As a result, the patient returned to the operating room for revision. All of the originally implanted hardware, which included a nail, a helical blade, and three (3) locking screws, was removed fully intact. No fragments were generated during the procedure, which was completed without incident or prolongation. Upon initial review, only the helical blade was determined to be reportable based on the event information. The implants were returned by the manufacturer for investigation. Upon investigation, it was discovered the trochanteric fixation nail locking mechanism had a deformed prong and it appeared that it may have not been in the fully axially locked position and at some point been trapped between the shaft of the blade and the oblique hole. Based on the investigation results, the nail was re-evaluated with respect to the complained event and determined to be reportable. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional investigation by manufacturer on mar 18, 2016 identified the related complaint concerning the broken drill bit.additional patient information was obtained from related complaint, (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is related to (B)(4) addressed and reported the initial implant procedure during which time the drill bit broke, resulting in fragments that could not be retrieved from the patient.